Event description:
Caller is unsure which coaguchek system produced specific results. Caller states, the pt tested 4.0 inr on the coaguchek system and 1.9-2.1 inr on a comparison lab. No action was taken based on device results. No adverse event reported. Requested return of suspect system, however, caller states strips are unavailable for return.